Event description:
It was reported that the physician was concerned about early recommended replacement time (rrt) indication by the device. It was also noted that the left ventricular lead threshold was chronically high. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant product: 4193, implantable pacing lead, (B)(6) 2009; 6947, implantable tachy lead, (B)(6) 2009. (B)(4).